Event description:
Customer called on (B)(6) 2011 reporting that she had noticed a drip in the cartridge chemistry (cc) sample syringe 3-way valve area of a unicel dxc 600 synchron system. Customer stated that she was not running patient samples but was performing maintenance when she noticed the drip. No erroneous results were generated and customer technical support (cts) advised customer to refrain from running the instrument until the instrument has been serviced. Field service engineer (fse) was dispatched and found a leaking t-valve. Fse proceeded to replace the valve and repair was then verified per established procedure.

Manufacturer narrative:
(B)(4).